Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an infection. The patient had a follow-up appointment and described the appearance of an inflammatory skin rash that had developed a week prior to the electrode insertion site. The rash extended along the electrode, but there was no discharge or fever. The physician indicated that the patient exhibited dermohypodermitis. An infectious disease specialist prescribed medication. The patient was informed that if the inflammation recurred, a further procedure would be necessary to clean the electrode and possibly extraction. Following a recurrence, the patient was hospitalized in cardiology on for further management. Then the system was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an infection. The patient had a follow-up appointment and described the appearance of an inflammatory skin rash that had developed a week prior to the electrode insertion site. The rash extended along the electrode, but there was no discharge or fever. The physician indicated that the patient exhibited dermohypodermitis. An infectious disease specialist prescribed medication. The patient was informed that if the inflammation recurred, a further procedure would be necessary to clean the electrode and possibly extraction. Following a recurrence, the patient was hospitalized in cardiology on for further management. Then the system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was disposed and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device

Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an infection. The patient had a follow-up appointment and described the appearance of an inflammatory skin rash that had developed a week prior to the electrode insertion site. The rash extended along the electrode, but there was no discharge or fever. The physician indicated that the patient exhibited dermohypodermitis. An infectious disease specialist prescribed medication. The patient was informed that if the inflammation recurred, a further procedure would be necessary to clean the electrode and possibly extraction. Following a recurrence, the patient was hospitalized in cardiology on for further management. Then the system was explanted. No additional adverse patient effects were reported.